Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black. Pump case = ngp. Customer returned pump for alleged insulin flow blocked alarm during unknown timing and cosmetic damage located at the battery compartment and serial number label found on (B)(6) 2022. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed several pump alarm insulin flow blocked alarm during bolus on the event date from 04:01:00.00 to 22:37:39.00 in the pump downloaded history. Pump was cut open for visual inspection and found dried insulin in the motor slide and moisture damage on pcba 1, pcba 2, and force sensor. The following were noted during visual inspection: stained keypad overlay, cracked keypad overlay, pillowing keypad overlay, overlay scratched, keypad overlay texture damage, scratched case, battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails. In summary, customers alleged insulin blocked alarm during unknown timing was not confirmed during testing. Pump passed full dry test. Insulin flow blocked alarms during bolus noted in pump history download on the event date. Cosmetic damage was confirmed at the battery compartment and serial number label during analysis. Exposed to moisture confirmed on pcba 1, pcba 2, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer had discontinued the use of the device. The device was returned for analysis.